Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-03952. Additional information gathered revealed the patient stopped recharging their ipg as recommended and their device became inoperable. Also, upon further review it was determined the patient had been unable to increase stimulation instead of being unable to receive stimulation as listed in the initial report. As a result, the patient's ipg and lead were explanted and replaced. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system was not providing stimulation. Surgical intervention is planned to address the issue.